Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had "leakage of qt intratecal between the syringe and racqui needle", resulting in medication leakage during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
1 ¿ not confirmed: bd was not able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: it was not received sample from customer to analysis. 3 - DHR review: the batch complained was manufacturing in 11/aug/2017 until 17/aug/2017. The inspections carried out on the assembly and marking machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by assembly machine inspection once per shift in 12 pieces. 4 - qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. 5 - the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Investigation conclusion: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect.

Event description:
It was reported that the bd plastipak¿ syringe had "leakage of qt intratecal between the syringe and racqui needle", resulting in medication leakage during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the bd plastipak syringe had "leakage of qt intratecal between the syringe and racqui needle", resulting in medication leakage during use. There was no report of exposure, injury, or medical intervention noted.